Manufacturer narrative:
An event regarding assembly issues involving a centrax liner was reported. The event was confirmed. Event is not patient related. Device history review indicates the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicates there have been no similar events for the reported lot ID. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that, during the bha, the c-clip did not work properly. It was loose and too soft. Therefore, the locking ring locked with the shell to push out the c-clip.

Event description:
It was reported that, during the bha, the c-clip did not work properly. It was loose and too soft. Therefore, the locking ring locked with the shell to push out the c-clip.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.